Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during basic occlusion test due to cracked end cap. The insulin pump was unable to perform functional testing including displacement test, basic occlusion, occlusion, prime and no delivery tests due to compromised force sensor system alarm. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted during testing. The insulin pump had cracked battery tube threads.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose. The customer's mother reported that they received compromised force sensor system alarm. The customer's blood glucose was 200 mg/dl at the time of incident. The customer's mother stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer's mother stated that the drive support cap appeared normal. The customer's mother declined to troubleshoot for high blood glucose. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.